Manufacturer narrative:
Initial reporter - fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left capsular contracture baker grade iii. The device remains implanted.

Event description:
Patient additionally reported, left "enlarged lymph node". The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, capsular contracture: unable to confirm, as it is a medical event. Not related to the device. In the photo observed, two devices without labeled. One device appears to be intact and the other have an opening. It is not possible to determine, the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event capsular contracture and lymphadenopathy was received on march 08, 2023, with lot number: 2235158. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported capsular contracture, baker grade iii and suspected enlarged lymph node in the left axilla, diagnosed by ultrasound and palpation. The device has been explanted with en-bloc capsulectomy and not replaced.

Event description:
Healthcare professional reported left side "partially constructive capsular fibrosis, pronounced foam cell reaction and foreign body reaction in silicone granulomas."

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.